Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touchscreen was registering incorrect interactions. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.